Event description:
Screw tip from hardware removal tray.

Event description:
Cardiologist was doing the procedure. Procedure: attempted ptca of the right coronary artery, chronic total occlusion using the hybrid approach. During withdrawal the distal tip of the pt choice wire was noted to fracture. No harm to patient. No obvious complications.